Manufacturer narrative:
The lead was put through and passed a series of diagnostic tests that verified the electrical continuity and insulation integrity of the lead. It was concluded that the lead had dislodged and loss of capture could not be confirmed through laboratory testing. Evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and/or implant technique.

Manufacturer narrative:
The lead was received at boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Event description:
Boston scientific received information from an implant form that this implanted transvenous left ventricular (lv) lead had dislodged and was exhibiting loss of lv capture. The patient was presented back to the electrophysiology laboratory. The chronic lv lead was extracted and a replacement lv lead was implanted without incident. Subsequently, boston scientific received information that this local representative contacted technical services to report that this replacement lv lead had dislodged and was exhibiting lv loss of capture. The patient has been scheduled for extraction of the replacement lv lead and implant of an lv epicardial lead. The chronic lv lead was received at boston scientific's return products department.

Event description:
--